Manufacturer narrative:
Due to character limitation in e1, full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) during regular customer inspection touch panel calibration was performed but could not be completed to the end. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h6 ( type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) went to the site and operational inspection was performed. Touch panel calibration was performed. After each operation, an operation check was performed based on the inspection record sheet and it was confirmed that the equipment is currently in good condition and operating properly.

Event description:
N/a